Event description:
Ous MDR - lead was explanted due to noise.

Manufacturer narrative:
Upon receipt, the lead was found cut 18 cm, 36 cm, and 61 distal to the is-1 connector pin. The visual inspection revealed multiple signs of wear along the lead fragments. The insulation was rubbed through 24 cm distal to the is-1 connector pin. The conductor cable to the proximal atrial ring electrode was fractured in this area. The location and the characteristics of this finding indicate friction against the generator housing. Furthermore, 34 cm distal to the is-1 connector pin the lead body was squeezed and deformed. In this region, the insulation and the coating of the conductor cables to the atrial dipole were damaged. Additionally, the inner conductor coil and the conductor cable to the rv shock coil were fractured. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subjected to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for the lead and the ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. The final acceptance test proved the ICD functions to be as specified. There was no indication of a material or manufacturing problem of these devices.